Event description:
Customer reported that a donor sample with a historical anti-fyb was reported on the galileo as negative with the pool cell assay.

Manufacturer narrative:
Reactivity of the fyb antigen was confirmed on retention capture-r ready-screen (crrs), lot n168. Manual testing was performed with customer's returned donor sample using retention crrs, lot n168. The sample exhibited weak reactivity (score of 5 on a scale of 0 to 10). Hemagglutination tube testing was performed with customer's sample using retention panoscreen I, ii, and iii, lot 32889. Immuadd, lot 6n5509, was used as potentiator. The sample exhibited 1+s reactivity with fy(a-b+) cell, 1+ with fy(a+b+) cell, and was nonreactive with fy(b-) cell.